Event description:
One blood leak occurred at 3 hrs after start of treatment. The dialyzer was 21st reuses. The leak was observed visually and with leak detector. The total blood loss was approx 100cc.

Event description:
One blood leak occurred at 3 hours after start of treatment. The dialyzer was 21st reuses. The leak was observed visually and with leak detector. The total blood loss was approx. 100cc.